Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that in the subject device lamp will not ignite. The issue occurred during set up / inspection for use there were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction on the product return status. Updated field: h2 corrected field: h11 the device was not returned to olympus for inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h6 and h11. The device was returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting. Tac advised the customer about the main lamp on listed device will not ignite when lamp switch on the rear of the device is set to auto. Tac explained to the customer that when the switch on the rear of the device was set to auto, the main lamp will ignite when the device is turned on. When the switch is set to manual the lamp must be taken out of standby manually. The customer desired to have listed device sent to olympus for evaluation. The customer was transferred directly to olympus repairs for further assistance. Troubleshooting could not resolve the reported allegation and was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.